Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr device is filed under a separate medwatch report number.

Event description:
This is filed to report the septal tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed on the lateral portion of a2p2; however, the clip was not perpendicular to the line of coaptation and was distorting the valve. The leaflets were un-grasped and the cds retracted to the left atrium (la) for repositioning. A medial jet was noted and the mr increased. It was then noted that the septal was torn. The clip was re-positioned and deployed, reducing the mr to 1. No treatment was performed for the septal tear. The patient was stable and coherent. One day post procedure, the patient the patient experienced a stroke. Per the physician, it is possible an air embolism occurred during the procedure resulting in the stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported atrial perforation could not be determined. The reported patient effect of cardiac perforation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.